Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/ not provided. Implant date: does not apply - lens was not implanted. Explant date: does not apply - lens was not implanted. Therefore, not explanted. Initial reporter telephone number: (B)(6). Initial reporter first/given name: not provided. The intraocular lens (iol) has not been returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
On (B)(6) 2021, according to the doctor, there was an implantation problem. The injector was filled with healon and then pushed to the first mark shortly before the implantation according to normal procedure. However, the plunger did not engage and the thread did not grip. Therefore, the lens slid out of the injector in an uncontrolled fashion. The customer indicated that there was no patient injury. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - returned to manufacturer? Yes. Section d9 - date returned to manufacturer: 6th january 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue inside of the cartridge and the lens module and that the plunger rod was in the locked position. Further inspection revealed that the lens was received stuck to the cartridge. The handpiece was disassembled and the assembly was inspected; presenting with no assembly issues. Visual inspection, of the lens, under magnification, revealed viscoelastic residue on the optic body and haptics and that one haptic was detached from the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that the search revealed one complaint from this production order. The complaint issue reported could not be confirmed; therefore, no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.